Manufacturer narrative:
Correction to h11: a review of the service history indicates the device has been serviced within the last 12 months for an unrelated issue. All service actions were completed during the previous service. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during device power up in the pediatric department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, a system error 345 alarm was not reproduced. A review of the event history log revealed ¿system error 345¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.